Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked case near the display window corners. The device failed the displacement test as a result of the motor encoder signal being out of phase.

Event description:
It was reported that the customer's insulin pump has a crack in the case. No further information was provided.